Event description:
It was reported that the physician was unable to implant the right ventricular (rv) lead due to the helix not being able to extend. The lead was removed and found to be coiled without a stylet. The helix eventually extended after many turns on the scrub table and successfully retracted but would not extend a second time. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned with the helix fully retracted and a stylet in the lead. Visual inspection found the drive shaft lug stuck behind the retraction stop/over-retracted and that prevents the helix extension. If information is provided in the future, a supplemental report will be issued.